Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. One clip (cds0701-xtw lot: 11014r403) was advanced in the patient and placed on the valve. While establishing final arm angle (efaa) the clip opened to 60 degrees. Troubleshooting was performed however the device continued to open. The device was removed without issue and the procedure was completed with a replacement clip which reduced the mr to grade <1. There was no patient consequences or clinically significant delay in the procedure. Not additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip open during establishing final arm angle (efaa) could not be replicated in the returned condition. The observed inability to open the clip was due to the twisted and scratched l-lock tabs. The observed twisted and scratched l-lock tabs appeared to be cascading effect of the troubleshooting maneuver on the device when performed efaa issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open- efaa). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).